Event description:
The customer reported that she believes a piece of the lancet broke off in her finger. No adverse event was reported. No medical treatment received. Return of the suspect device was requested for evaluation.